Manufacturer narrative:
H4: the lot was manufactured between august 31, 2023 - september 1, 2023. H10: the device was received for evaluation. A visual inspection was performed and observed two brown color particles; embedded in the material of the tubing line. The particles were molded within the material of the tubing line and were not in the fluid path. The particles were identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via fourier-transform infrared spectroscopy (ftir) testing; pvc is the material of the device tubing line. The reported condition was verified. The cause of the condition was determined to be related to manufacturing. However, the identified particulate matter (pm) in this event is unlikely to cause harm and does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred on an unspecified date of 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an impurity was found in the tubing of a large volume intermate before patient use. There was no patient involvement. No additional information is available.